Manufacturer narrative:
(B)(4). The catheter was not returned to manufacturer, device investigation could not be conducted. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information, it is inferred that the tip of the catheter was trapped by the calcified lesion, where push and pull back manipulation was repeatedly performed to the catheter, resulting the pull apart breakage of the tip due to the force exceeding the product design limit IFU describes: as contraindications: do not use this microcatheter in advanced calcified lesion. As warnings: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). And as possible malfunctions and adverse effects ; "separation".

Event description:
Reportedly, to a heavily calcified lesion at popliteal artery, attempts were made to advance a guidewire with supporting by subject microcatheter, however met difficulty. When the physician pushed the devices with force to the lesion, the tip of the catheter was trapped in the lesion, further advancement of the devices resulted the breakage of the tip of the catheter. Broken fragment flew to distal of the vessel. Retrieval of the fragment by a guidewire was tried, but failed. The broken fragment was finally left in the vessel at the physician's discretion.